Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot#: 0205446623,implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer via a manufacturer representative reported shopping cart security device shocks, which occurred during normal use. The consumer received shocks along where the lead was and near the implantable neurostimulator (ins) while walking near a shopping cart security system at a grocery store. Subsequently, she also felt shocks near a similar system at another store, but not as painful. Factors noted to have led to the event were noted as emi presumably from the shopping cart security system. The consumer was very sensitive to higher levels of stimulation, for example 3v impedance test was very painful. No troubleshooting was done. The consumer did turn off the ins subsequently and did not have a shock, but was not prepared to goback to the store. It was noted that the consumer was now aware of the possible interactions and will likely turn off the ins when approaching these stores. It was unknown if the issue was resolved. The representative noted there was no allegation against thelead other than as a possible ¿antenna¿ for the emi that presumably occurred.

Event description:
Additional information received from the representative reported no additional troubleshooting had been performed, no actions/interventions have been planned or performed, and the issue has not resolved. It was discussed with the consumer and she will turn off her device before going into these stores and will watch out for other such stores.